Event description:
Severe hypotension and vasoplegia after initiation of intra-operative irrigation of the abdominal cavity with biasurge advanced surgical irrigation. Blood pressure dropped to 60/30 immediately after initiation and during irrigation of biasurge solution into the abdominal cavity intra-operatively.